Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Additionally, one image was submitted for evaluation. The dilator and sheath were fully engaged upon receipt; the dilator was removed to enable visual inspection. The dilator was externally cut 0.7¿-0.9¿ from the distal tip. Analysis of the photo submitted confirms the aforementioned cut on the dilator. Although no evidence of peeling was found, the dilator distal tip had been cut. The image submitted with the returned device shows an external cut to the dilator, however, in the returned photo no evidence of skiving was noted. The dilator tubing was cut lengthwise and no evidence of skiving was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device damage remains unknown.

Event description:
During a pulmonary vein isolation procedure, skiving was noted upon removal of the sheath and dilator from the patient. Another sheath was used to complete the procedure with no consequences to the patient.